Event description:
The guideliner v2 catheter was used to facilitate placement of a stent in the left circumflex artery. The physician encountered resistance while advancing the stent through the guideliner v2. Upon inspection, the physician noticed that the stent was not positioned correctly on the balloon. The physician experienced difficulty while removing the entire system from the co-pilot tuohy. During removal the mandrel separated from the shaft of the guideliner v2. No patient impact was reported.

Manufacturer narrative:
No patient impact was reported as a result of this event. Manufacturer's investigation concluded the probable root cause of this event is due to user error.